Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by patient that the alleged issue began in the afternoon of (B)(6) 2012. The patient stated that she manages her diabetes with oral medication, 4mg of glimipiride and another kind of oral medication (unknown type and dosage), diet, and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. On the same day as the alleged issue, between 8:30 and 9:00pm, the patient claimed to have developed symptoms of "blurry vision" but denied receiving any treatment in response to the symptom. During the troubleshooting, the cca noted that there was evidence of misuse; the subject meter was dropped in water. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.